Event description:
It was reported to medtronic minimed that the customer experienced pump rattles when it shake. The customer reported no adverse event. The event involved product(s) mmt-1881. Troubleshooting was performed, and states there is a reservoir inside the pump. No harm requiring medical intervention was reported. The customer was discontinued using the device, and mmt-1881 device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Test p-cap locked properly into the reservoir compartment. After multiple battery installations, the unit persisted on blank display. Excessive noise and rattle when shaken was noted. Pump received with blank display due to cracked case behind the pump at the battery compartment causing the battery tube to become loose and battery cap not making contact to the battery tube. Proceeded by cutting the unit open and attempted to push the battery tube assembly back into position. Blank display still noted and unit could not power on. Unable to download unit using thump software due to blank display. Moisture damage was also noted on electronic assembly. Unit received with battery tube threads were cracked, label damage (faded), cracked case (battery tube), scratched case and cracked keypad overlay at select button. In summary, customer allegation for cosmetic damage was confirmed when excessive noise and rattle when shaken. Unit was also received with a blank display due to battery cap not making contact with battery in the battery tube. Unit remained on blank display after attempting to push battery tube back in place. Moisture damage was also noted on electronic assembly. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.